Event description:
It was reported that occlusion alarms occurred. Customer stopped insulin and reverted to manual insulin injections. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.